Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar and the collar is damaged. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a device separation occurred. The 90% stenosed target lesion was located in the moderately tortuous vein posterior tibial artery. A guidezilla ii pv long guide extension catheter was selected for use. During the procedure, non-bsc balloon was unable to cross through the curve due to severe tortuosity near the heel; therefore, a guidezilla was used. However, the device separated at the joint part between the catheter and shaft. The device was removed together with the balloon while the balloon was being inflated. Furthermore, the physician's point of view on the cause of the separation is that there was a possibility that it became tortuous as the device was ruptured due to tortuosity at the heel part. The procedure was completed with the original device. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that a device separation occurred. The 90% stenosed target lesion was located in the moderately tortuous vein posterior tibial artery. A guidezilla ii pv long guide extension catheter was selected for use. During the procedure, non-bsc balloon was unable to cross through the curve due to severe tortuosity near the heel; therefore, a guidezilla was used. However, the device separated at the joint part between the catheter and shaft. The device was removed together with the balloon while the balloon being inflated. Furthermore, the physician's point of view on the cause of the separation is that there was a possibility that it became tortuous as the device was ruptured due to tortuosity at the heel part. The procedure was completed with the original device. There were no complications reported and the patient was in good condition post procedure.